Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue has the ability to result in inadvertent or incorrect insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 12/15/2016 device evaluation: the device has been returned and evaluated by product analysis 12/12/2016 with the following findings: the ok button was under responsive. The keypad was removed and the ok button contact was cracked. Unrelated to the original complaint, the battery compartment was cracked.